Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted to the hospital for gastrointestinal bleeding. The patient presented with a low hematocrit and dark tarry stools. Examination of the bowel using a scope found bleeding in jejunal area, which was clipped and cauterized. A capsule endoscopy was negative. The patient received blood and iron transfusions in outpatient setting, and was continued to be medically managed. It was reported that the lvad was functioning as intended. No additional information was provided.